Event description:
It was reported that device entrapment occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. Following multiple high-pressure dilatations at rated burst pressure procedures for insufficient dilatation, the device got stuck with a non-boston scientific guidewire and was difficult to remove. The catheter and the guidewire were removed outside the patient's body as a single unit. The procedure was completed with a different device. There were no patient complications.